Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37, pump error 43 or pump error 130 noted. However, device received with corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer stated that insulin pump was not working. Customer was able to clear the alarm. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.